Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: issues with retraction no pt/clinician harm

Manufacturer narrative:
Investigation results: the complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. One 20ga insyte autoguard unit from lot: 4282453 was provided for investigation. A functional test revealed that the needle would not retract due to misplaced adhesive between the needle hub and the grip. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.